Event description:
The customer originally reported to customer service on (B)(4) 2014 that she has dropped the power cord many times and she now sees the corner by the screw is cracked. The crack does not look like it went all the way through the plastic. Upon receipt at medela on (B)(4) 2014, the transformer was inspected and found to be breached, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt of the product an evaluation was performed on (B)(4) 2014 that showed the housing was breached, exposing internal electronics, which is a safety risk. The issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 0.778m 0hm, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.0 ohms, which is normal and indicates that the thermal fuse did not blow.